Manufacturer narrative:
The service engineer (se) replaced the 3 pin top replaced (ac power plug/ power cable) and the ventilator was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during testing there was sparking on the 840 ventilator. The ventilator was not on a patient at the time of the reported event.